Event description:
Patient has a heartmate 3 lvad implanted about 4 years ago. Routine chest CT in (B)(6) 2022 revealed concern for outflow tract obstruction. Echo and rhc supported concern for ongoing outflow graft stenosis. Underwent successful vad outflow graft surgical revision.